Manufacturer narrative:
As reported, during the sacrocolpopexie procedure, the capsure fasteners came out angled. The subject device was not available for evaluation. Based on the information available and without having the sample to evaluate, a definitive root cause could not be established. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 595 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic sacrocolpopexy procedure on (B)(6) 2026, the capsure fasteners came out angled while fixating into the promontory. Reportedly, the fasteners were left in place. There was no patient injury.